Manufacturer narrative:
It was reported that a patient underwent placement of a trapease permanent vena cava filter. The information provided indicated that approximately eight years post implant, the patient became aware that the device was unable to be retrieved. There have been no documented attempts to remove the filter. The patient also reports to be suffering from anxiety. According to the medical records, the patient has a history of multiple sclerosis and was bed bound during the time in which the decision was made to prophylactically place a filter for a diagnosis of deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was deployed via the right common femoral vein at the l2-l3 junction without any reported complications. A venogram revealed good filter apposition. There is currently no additional information available. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for permanent use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported allegation of filter embedded could not be confirmed. The timing and mechanism of the filter becoming embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The following additional information received per the patient profile from (ppf) indicates that the patient became aware that the device was unable to be retrieved on or approximately eight months post implantation. There have been no documented attempts to remove the filter. The patient also reports to be suffering from anxiety. According to the medical records, the patient has a history of multiple sclerosis and was during that time bed bound. The filter was therefore placed for prophylaxis. The patient¿s pre-operative diagnosis is deep vein thrombosis (dvt) with pulmonary embolism (pe). The filter was deployed at the l2-l3 junction without any reported complications. A venogram revealed good filter apposition.